Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient let their battery go into overdischarge. The rep had the patient recharge the device. The patient's por error 0x8 was reset. The rep made sure it was working and then advised the patient to "exercise her battery three times". The issue was reported to be resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the ins was turned off for a while, but when the patient turned the ins back on, a power on reset (por) message was seen. The patient looked in the book and said that she needs to get the ins reprogrammed, which is why the patient wants to meet with a manufacturer representative (rep). The patient said this happened a couple of weeks ago. The patient has an appointment on (B)(6) 2018 and requested a rep be present. No symptoms or further complications were reported.